Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise on the right ventricular (rv) lead and left ventricular (lv) lead channels. It was noted that the noise was over sensed on the lv channel which led to pacing inhibition. Technical services (ts) was consulted, and the noise was suspected to be external interference. No adverse patient effects were reported. This system remains in service.